Event description:
The customer reported via phone call that the insulin pump was alarming no delivery when there was a third of the reservoir was still full. The customer's blood glucose was 92 mg/dl. The customer was advised to call back at the time of the alarm in order to properly troubleshoot the issue. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer was advised to do a complete set change as soon as possible. The customer declined to return the reservoir and infusion set for analysis. The customer was advised that replacement infusion sets and reservoirs would be sent. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.